Event description:
Healthcare professional reported right side capsular contracture baker grade iii and implant removal from textured to smooth due to the concerns of the product. Device remain implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, anxiety-product/procedure.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.